Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable investigation results of cancelled / rescheduled - post sedation / sedation unknown. Imdrf device code a150205 captures the reportable investigation results of device - difficult to advance. Correction to block d4 based on additional information received on may 27, 2025. Block h11: the percuflex urinary diversion stent was returned with the pouch and three accessories for analysis. The reported event of device - difficult to advance will not be confirmed. During visual and magnification inspection, and wire insertion test, it was found that the stent shaft was detached. It is possible to conclude that this issue could be caused by operational factors. Probably some manipulation during the procedure could have caused detach on the device. A sensor wire was inserted into stent to evaluate if some resistance is felt inside the device, however, no resistance was felt during the analysis performed and the guidewire was able to fully pass through the stent, which cannot confirm the reported event. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that during the procedure, the guidewire was unable to cross. The guidewire could not be inserted.

Event description:
It was reported that during the procedure, the guidewire was unable to cross. The guidewire could not be inserted.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of cancelled / rescheduled - post sedation / sedation unknown. Imdrf device code a150205 captures the reportable event of device - difficult to advance. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.